Event description:
During an ivc filter placement the ir radiologist needed another ivc jugular kit opened. Immediately upon placing this kit on the sterile table, it was noted that the sheath was brittle and was breaking when being touched. Another kit was utilized.